Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was unsure what was recommended the last time they called. It was reviewed it may have been to have the device interrogated to determine if there was an issue with the system. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and post lumbar laminectomy syndrome. It was reported that the patient was implanted with spinal cord stimulation for both neck and back pain. One system is for the neck and the other is for the back. The issues pertain to both systems. The spinal cord stimulation is not working for her anymore. This was clarified to mean that starting in 2015, the spinal cord stimulation therapy was ¿irritating her so bad,¿ and it caused her to shake a lot. It got worse in the summer when she would sweat a lot. The patient used the therapy off and on for a while, but eventually just turned it off. The patient was having neck and back problems. The patient saw her health care provider who told her that they thought that she might get paralyzed if she turned her neck the wrong way. This is the reason that the patient had neck surgery in 2009. The neck and back issues began to worsen years later (2015). It was unknown if these issues and the surgery were unrelated to the devices or therapy. The patient was also unsure if her breaking her femur bone the year prior to the report was related to her devices or therapy. No further complications were reported.